Event description:
The customer reported via phone call that they had experienced low and high blood glucose levels within a period of two days. The customer reported a blood glucose of as low as 30 mg/dl and as high as 400 mg/dl. The customer had already changed the infusion twice and did not experience bent cannulas. The customer did not see any air bubbles. While troubleshooting, the customer stated that the drive support cap appeared normal. The customer did not perform full troubleshooting for the issue because they declined the high pressure test. The customer did not return the produce for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.